Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated and running high all day (high 200s mg/dl). Customer indicated that bg levels came down a little after they changed out the infusion set in the morning, however after a period of time they became elevated again and went back up to the high 200s mg/dl. Customer treated elevated bg levels by changing out the cartridge. System check and troubleshooting were performed and it was determined that the pump performed as intended. Tandem technical support followed up with the customer after 2 hours, and the customer was feeling better.